Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be the manufacturer received information alleging asthma (new or worsening). No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. There was no serious patient harm or injury. "(Device) problem code grid (1)" has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/13/2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening). No other clinical information or medical interventions were reported. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.